Manufacturer narrative:
(B)(4). Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). Not yet returned to manufacturer.

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, (B)(4) on 2nd december 2015. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 26th may 2016 and that it had performed to specification up to the 14th may 2017. On the 15th may 2017 the device records 5 manual power ups under one minute duration and all within ten minute period. On one occasion the device also records a self-test fail due to a low battery. At this time a significant drop in voltage was observed and most of the instructional led's were illuminated. Upon internal inspection corrosion was observed on multiple tracks of the membrane tail. This would indicate that the device had been exposed to moisture. Further investigation discovered that the device was subject to heavy liquid contamination. Samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.